Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump alarmed for power loss and experienced high blood glucose of 349mg/dl. Customer states that high blood glucose was due to the pump losing power and insulin pump was without power for 10minutes. Insulin pump will not be return for analysis.